Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the chronic right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD), high pacing impedance occurred. It was suspected that the lead did not optimally fit into the new device header as it was noted to be very difficult to get into the header. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.